Event description:
It was reported that during a total gastrectomy procedure, the device was used for closing the blind end of jejunum lift. After the firing, bleeding occurred at two points, so additional suture was performed to complete the case. Because the patient's condition had changed and worsened, a re-operation was performed in 2009. When the doctor aspirated a lot of coagulation, he found that the bleeding, like an arteriosus bleeding, was occurring from the cut end of the jejunum. Additional suture was performed to complete the case. The doctor commented that there were no difficulties for firing the device, no reinforcement material was used. He confirmed the staples were formed properly at the reoperation. There were no bleeding tendencies for the patient. At the reoperation, 1500cc blood was transfused for the patient. The device and the reload were discarded. The patient is fine and expected to have a full recovery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.